Event description:
Hosp reported, that dr was performing a right brain endoscopic biopsy on a maligmant tumor, when he allegedly saw a piece come off the 27071zj and fall into the choroid plexus region of brain. He removed the insert and confirmed that piece had come off the distal end of the intrument. He rescoped area, but could not find the piece; it had migrated. They did an x-ray, but feel that the piece was too small to register. Dr believes broken item, which he characterized as smaller than the width of a 28 gauge needle, will not pose any threat of injury. The original procedure was completed; there are no plans at this time to reschedule.